Event description:
At 5 years and 10 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised all medacta components and revised them with competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 april 2022. Lot 156252: (B)(4). Expiration date: 2021-01-25. No anomalies found related to the problem. (B)(4).